Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The exact cause of the user¿s report could not be conclusively determined. As the checking of the manufacturing record of the same lot, nothing abnormal was found. Based on the past similar cases, there is a possibility of falling in the body due to the following factors. Foreign material present between the distal attachment and the distal end of the scope, making the inner surface of the distal attachment slippery. Reduced retention force of the distal attachment caused by attachment to the distal end of the endoscope without using medical tape. The device instruction manual has warned users. Be sure to wipe away any excess lubricant before mounting the instrument, and secure the instrument firmly using medical tape with sufficient elasticity. If the instrument is not firmly secured, it could come off inside the body cavity during use and cause patient injury, such as mucous membrane damage. Do not use vaseline (or any lubricant that contains petroleum jelly), olive oil, alcohol, or the xylocain spray to lubricate the instrument. Doing so could cause equipment damage, or cause the instrument to fall off of the endoscope inside the patient.

Event description:
After esd procedure on (B)(6) 2017, the patient felt uncomfortable and fever. The next day the patient vomited and discovered a device in the vomit. The physician estimates that the device found in the vomit is d-201-12402 which is the distal attachment attached to the distal end of an endoscope. There was no other information reported.